Manufacturer narrative:
Patient information was unavailable. Name and occupation of initial reporter unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the generator was not booting up. The representative was able to turn on the generator to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, after taking a 2d scan, the system switched to 3d mode when it restarted and then got stuck in initializing. The procedure was completed using the imaging system and there was no reported impact to patient outcome.